Manufacturer narrative:
Internal report reference number: 146941-1. B2: adverse event report is being submitted due to symptoms related to diabetes (undisclosed by customer). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note: customer did not provide contact information; manufacturer unable to perform follow-up call to customer to ensure the customer's condition had improved and that the initial concern is resolved.

Event description:
Consumer reported complaint for error message (e-0). Customer was not feeling well at the time of the call and believed it was due to diabetes. Customer declined to provide details regarding the symptom(s) they were experiencing; customer did state that he was possibly dehydrated. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2025 and test strips were opened the day prior to the call.